Event description:
New information notes the patient was asymptomatic. The implantable cardioverter defibrillator was determined to have reached the elective replacement indicator (eri) on (B)(6) 2021. The ICD was explanted and replaced. The patient was discharged from the hospital without complication and in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the asymptomatic patient received a vibratory alert . Unusual battery longevity was observed whereby the patient had an expected longevity of 4.5 yrs in (B)(6) 2021 , drop in longevity to 3.5 yrs the following month, 2.1 yrs. (B)(6) 2021, 3.8 months in (B)(6) 2021. Premature battery depletion was suspected. The patient was pending explant. There were no patient consequences.